Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated the insulin pump was faulty. Customer stated the middle button had crack. Customer stated the button was not responsive. Customer stated the insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, displacement test, and the keypad voltage test. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. (B)(4).